Event description:
It was reported that a patient's generator was turned off for an unknown reason, and the patient was experiencing voice weakness even after the generator was turned off. Attempts for additional relevant info have been unsuccessful to date.